Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device had logged two event code in the memory. One event code is related to a potential issue of the monophasic shock delivery. The other code is related to a potential issue of device locking up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The code related to a potential issue of device locking up could not be duplicated and the cause of it could not be determined. The code related to a potential issue of the monophasic shock delivery, was able to be duplicated and the root cause of it was determined to be therapy pcba. The technician replaced the therapy pcba to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the device had logged two event code in the memory. One event code is related to a potential issue of the monophasic shock delivery. The other code is related to a potential issue of device locking up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.